Event description:
It was reported that the pump exhibited a bubbled downstream occlusion seal. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal, damaged uso seal, and scratched lcd lens. The tamper seal was not removed. There was no evidence to review in the device's event history log. A visual inspection was performed and the reported issue was duplicated. A bubbled dso seal was confirmed during inspection. As a result, the dso was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown